Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has been experiencing hazy vision and trouble adjusting when he comes inside after being outside in bright lights. The consumer reported that he has had yag laser procedures performed on both eyes. In a follow up, the surgeon reported the outcome of the event was "excellent". There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/29/2009, 01/30/2009, and 02/13/2009 by phone, fax, and mail. A completed questionnaire was received on 02/24/2009. This report was mailed to FDA on: 02/26/2009.